Manufacturer narrative:
Lot/serial no - unknown. Although the lot# was reported as (B)(4), this number does not match any lot number manufactured for the subject device reported. Therefore, a review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, dissection is a known risk associated with endovascular procedures and is noted as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that the patient underwent angioplasty and thrombectomy using another manufacturer's device. Residual clot was noticed so the retriever (subject device) was used. After usage of the subject deice, vessel dissection was noticed at the treated vessel. A stent (manufacturer unknown) was deployed and the vessel dissection was resolved. No other information is available.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the patient underwent angioplasty and thrombectomy using another manufacturer's device. Residual clot was noticed so the retriever (subject device) was used. After usage of the subject deice, vessel dissection was noticed at the treated vessel. A stent (manufacturer unknown) was deployed and the vessel dissection was resolved. No other information is available.